Event description:
Health clinic personnel responded to a person who had collapsed and was unconscious. The device was connected to the pt and powered on. According to the reporter, the device alarmed motion detected and would not analyze the pt's rhythm. Ambulance personnel responded with a backup defibrillator/monitor and determined the pt was not in cardiac arrest. The reporter indicated the pt regained consciousness at the scene and was transported to a hosp ed and there were no reports of any adverse affects as a result of the device use.